Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the cooling patient to 33.5c but water temperature (wt) has not seemed stable. Dropped to 5c in an arctic sun device. Rectal probe in place and verified reading 33.2c. Water temperature (wt) was currently 20c. Water flow rate (wfr) was 1.4 l/m nurse denied any low flow alerts but did confirm patient has been very irritable with lots of movement. Noted device could be dropping temperature in response to heat generation or low water flow if that has occurred. System diagnostics showed that the outlet monitor temperature (t1) was 24.1c, outlet control temperature (t2) was 24c, inlet temperature (t3) was 23.3c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 38 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 82.5c and pump hours were 50.6c. Noted heater was on at full blast and water temperature (wt) has already increased 4c since calling and was continuing to trend upward. Encouraged to be watchful of any flow rate changes. Device was responding appropriately but call back if there are changes in water flow rate (wfr) or if water temperature (wt) dropped so that they look at the diagnostics in real time. Second call on same day, cooling patient to 33.5c but water temperature (wt) has not seemed stable. Dropped to 5c. Rectal probe in place and verified reading 33.2c. Water temperature (wt) was currently 20c. Water flow rate (wfr) was 1.4 l/m discussed adding warm blankets if not contraindicated in their protocol.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. The cooling patient to 33.5c but water temperature (wt) has not seemed stable. Dropped to 5c in an arctic sun device. Rectal probe in place and verified reading 33.2c. Water temperature (wt) was currently 20c. Water flow rate (wfr) was 1.4 l/m nurse denied any low flow alerts but did confirm patient has been very irritable with lots of movement. Noted device could be dropping temperature in response to heat generation or low water flow if that has occurred. System diagnostics showed that the outlet monitor temperature (t1) was 24.1c, outlet control temperature (t2) was 24c, inlet temperature (t3) was 23.3c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 38 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 82.5c and pump hours were 50.6c. Noted heater was on at full blast and water temperature (wt) has already increased 4c since calling and was continuing to trend upward. Encouraged to be watchful of any flow rate changes. Device was responding appropriately but call back if there are changes in water flow rate (wfr) or if water temperature (wt) dropped so that they look at the diagnostics in real time. Second call on same day, cooling patient to 33.5c but water temperature (wt) has not seemed stable. Dropped to 5c. Rectal probe in place and verified reading 33.2c. Water temperature (wt) was currently 20c. Water flow rate (wfr) was 1.4 l/m discussed adding warm blankets if not contraindicated in their protocol. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the cooling patient to 33.5c but water temperature (wt) has not seemed stable. Dropped to 5c in an arctic sun device. Rectal probe in place and verified reading 33.2c. Water temperature (wt) was currently 20c. Water flow rate (wfr) was 1.4 l/m nurse denied any low flow alerts but did confirm patient has been very irritable with lots of movement. Noted device could be dropping temperature in response to heat generation or low water flow if that has occurred. System diagnostics showed that the outlet monitor temperature (t1) was 24.1c, outlet control temperature (t2) was 24c, inlet temperature (t3) was 23.3c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 38 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 82.5c and pump hours were 50.6c. Noted heater was on at full blast and water temperature (wt) has already increased 4c since calling and was continuing to trend upward. Encouraged to be watchful of any flow rate changes. Device was responding appropriately but call back if there are changes in water flow rate (wfr) or if water temperature (wt) dropped so that they look at the diagnostics in real time. Second call on same day, cooling patient to 33.5c but water temperature (wt) has not seemed stable. Dropped to 5c. Rectal probe in place and verified reading 33.2c. Water temperature (wt) was currently 20c. Water flow rate (wfr) was 1.4 l/m discussed adding warm blankets if not contraindicated in their protocol.